Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2016, the patient presented with bilateral iliac aneurysms and was treated with gore® excluder® aaa endoprostheses and gore® excluder® iliac branch endoprostheses on the patients left. On an unknown date in (B)(6) 2019 the patient admitted for a left psoas abscess. In (B)(6) 2019, a percutaneous drainage revealed a staphylococci infection. A positron-emission tomography (pet) showed infection of all excluder components. On (B)(6) 2019, all components were successfully explanted and a synergy antimicrobial graft was successfully implanted. Intraoperative samples found staphylococcus aureus, staphylococcus warneri, corynebacterium. It was stated that 6 months post-op, the leucocyte count and crp values were normal and that the renal function was at pre-op level. The 6-month routine pet-CT revealed no signs of reinfection.

Manufacturer narrative:
B3: updated / only the month on which the infection was identified is known. Therefore (B)(6) 2019 was used as the event date. E2: updated h6: updated code 213 - the review of the manufacturing and sterilization paperwork verified that this lot met all pre-release specifications. Code 22: the gore® excluder® aaa and gore® excluder® iliac branch endoprostheses (ibe) instructions for use (IFU) mentions adverse events that may occur and/or require intervention include, but are not limited to infection (e.g., aneurysm, device or access sites).